Event description:
The user experienced an issue with calibration and non-roche quality control for the troponin t stat generation 4 (tnt) assay since (B)(6) 2011. The user pulled previously tested patient samples and ran them on the elecsys 2010 analyzer serial number (B)(4) and then on elecsys 2010 analyzer serial number (B)(4) to perform a comparison study using patient samples. The results for two patient samples were discrepant. Patient sample 1 initial result was 0.27 ng/ml and the repeat result was 0.39 ng/ml. Patient sample 2 initial result was 0.43 ng/ml and the repeat result was 0.52 ng/ml. The user stated she did not feel any erroneous results had been reported outside the laboratory. No patients were adversely affected. The tnt reagent lot number was 15989401. The field service representative was unable to determine a cause. He ran performance testing which was within specification. The investigation determined the non-roche quality control material was not suitable for the elecsys tnt gen. 4 assay as no target values could be determined due to high coefficient's of variability observed in the measurements.